Manufacturer narrative:
One medfusion 4000 pump was returned for the investigation of an acu watchdog failure. The device was received and the front right corner of the top case was damaged. There was contamination found by the a/c cord clamp. No causes or potential causes of the customer's reported problem were found during the device history review, DHR. A error history log reviews revealed primary audible alarm during power on self test as well as an acu watchdog alarm. To further investigate the reported issue, a start-up, multiple flow and occlusion tests were performed. The issue could not be duplicated. The cause could not be determined as the j9 connector was glued down well to main board. The speaker was replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an acu watchdog failure. It is unknown if there was a patient involved in the reported event.